Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that they are trying to get a hold of a mdt rep. Caller stated they last contacted a rep in september or october about this issue, and they were told their information would get passed on but caller never heard back from anyone. Caller did not know the name of the rep but said it was a female. Caller stated the issue at that time was that it felt like the therapy was shocking them instead of the little normal zaps they previously felt. Caller stated they stopped using the stimulator because they had back surgery and their back surgeon said to ignore it for now. Caller stated that now they have assessed that they will need to put the stimulator back in use for pain management. Caller stated they would like the system to be checked out before they start using it. Caller added that t hey're going to need a new "box," because the controller they have keeps saying "no device found" unless the recharger is connected and has been going on since the before the shocking started. Caller confirmed they do not feel the shocking when the stimulation is off. Agent reviewed with caller that no device found is a normal message to be seeing if the implanted battery is depleted and this would not indicate a replacement. Agent recommended caller follow up with hcp/mdt rep to have the implant checked and for additional troubleshooting of the external equipment if warranted. Agent sent email to the field on caller's behalf and reviewed rep request protocol through hcp's office.  Caller stated they will call hcp tomorrow. The reason for call was pt reported they were having issues adjusting their stimulation with their controller and the issue began today. Pt stated they were unable to adjust their stimulation unless they plugged the recharger cord into their controller. Pt confirmed they wanted to be able to adjust the stimulation without the recharger cord plugged into the controller. Pt noted when attempting to adjust their stimulation with just the controller, the no device found message displayed on their controller. Pt did not have their ac power supply cord so ps was unable to reboot the controller during the call with the pt. Pt will call patient services back once they had their ac power supply cord for further troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.